Event description:
It was reported that a smiths medical cadd legacy pump alarmed empty today, off remodulin for 30 minutes to 1 hour, initially had slight headache, but probably nerves as got off schedule with mixing remodulin. Now asymptomatic with cadd pump running for 18 minutes, feels fine other than being rattled about forgetting to mix. No further details provided. Not on any concomitant medications.

Event description:
It was reported that patient treatment was a continuous intravenous infusion for pulmonary arterial hypertension, remodulin 2.5mg/ml, dose 60 ng/kg/min.